Event description:
It was reported by service report that the fowler was drifting and the brakes would not hold. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Fowler, gas spring trip.